Event description:
It was reported that during a meniscus surgery, both anchors were implanted but the suture twisted into a mess. Suture had to be cut and both anchors were removed from the patient. The procedure was completed with a backup device with a surgical delay of less than 30 minutes. No patient injuries were reported.

Manufacturer narrative:
Per new information received by reporter, correct patient age is (B)(6) years old.

Manufacturer narrative:
One curved ultra fast-fix assembly was returned for evaluation. Visual assessment showed the depth limiter has been trimmed to the surgeons desired length. The trigger has been fully advanced and locked within the handle indicating a complete deployment. No ts or suture remain on the delivery needle but were returned. Examination of the construct showed t2 is missing. The suture has been cut where t2 normally resides. The suture shows no other abnormalities. This investigation could not identify any evidence of product contribution to the reported complaint.

Manufacturer narrative:
Date submitted in the initial report should read (B)(4) 2019, date when information for the reportable malfunction was received.